Event description:
As rereported:"the implant was inserted 10 years ago, and the fracture area is deformed and healed. Because of the thick cortical structure and the fact that the implant was inserted 10 years ago, it could not be removed even with excessive torque and was given up. The patient is scheduled to have tka in the future and the surgeon attempted to remove the nail to prevent interference with the nail. The surgeon reported to the patient that it was difficult to remove the nail, and will consider other methods."

Manufacturer narrative:
Corrections: h2 clinical code and health impact code. The reported event that lag screwdriver gamma3® 380x110mm was alleged of issue ¿instrument ¿ deformation during explantation¿ could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received lag screwdriver shows signs of severe damage and plastic deformation of the pegs. Few of the pegs of the device appear to be bent in inward and few in outward direction most likely due to hammering and extreme torsional loading. There are also visible signs of scratches and dent marks over the surface of the device indicating rough usage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿always treat the instrument carefully to avoid surface damage or alterations to the geometry. The design of the instrument must not be modified in any way. Before the surgical procedure, ensure that all components prepared for the procedure function correctly with each other. During the procedure, repeatedly check that the connections between the instruments or between implants and instruments required for the precise positioning and fixing are secure.the use of the instrument is described and/or illustrated in the operative technique of the product system¿ [original statement(s).] Based on the above investigation and available information, the root cause was attributed to user related issue. The deformation of the pegs indicates towards application of excessive forces/torque during nail explantation. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As re-reported:"the implant was inserted 10 years ago, and the fracture area is deformed and healed. Because of the thick cortical structure and the fact that the implant was inserted 10 years ago, it could not be removed even with excessive torque and was given up. The patient is scheduled to have tka in the future and the surgeon attempted to remove the nail to prevent interference with the nail. The surgeon reported to the patient that it was difficult to remove the nail, and will consider other methods."